Manufacturer narrative:
A steris service technician inspected the light and found that the brake screw was loose and the pivot shaft it screws into. The technician was able to duplicate the reported event; connect point arm drifting down. The technician secured the shaft and tightened the brake screw. The unit is not under steris service contract and is serviced and maintained by the user facility. The steris technician discussed with the hospital's biomedical department the importance of regular pm inspection. A review of the pm schedule in the operator manual shows that the harmony connect point should be inspected at a minimum of every 6 months and should be increased with increased usage. Steris is going to provide the user facility a quote for a pm contract.

Event description:
The user facility reported that an employee was moving the monitor arm on the harmony light when the connect point arm dropped hitting her in the left eye. The employee sustained a black eye and stated she had a headache. She was checked at the hospital when the event occurred but returned to work. No patient involvement or procedural delays/cancellations reported.